Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/30/2021. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and threes photos. Functional testing was performed by attempting to decouple the tip shield from the winged adapter. Decoupling was not possible, confirming the reported defect. During the microscopic examination of the unit, it was observed that the back end of the winged adapter was smashed. This damage would prevent the needle assembly from decoupling from the winged adapter. Based on the location of the damage, the defect most likely originated during the manufacturing process. In process sampling and vision inspections are conducted to mitigate the occurrence of this type of defect. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 24 ga 0.75 in had a safety mechanism fail. The following information was provided by the initial reporter: "after catheter placement, the needle was not separated from the catheter."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 24 ga 0.75 in had a safety mechanism fail. The following information was provided by the initial reporter: after catheter placement, the needle was not separated from the catheter.